Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver 500ml of lactated ringers at a rate of 50ml/hr. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact reported the solution container was found empty. The customer contact indicated the cair clamp spontaneously "opened up." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.